Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. Inspection of the device revealed that there were numerous bends and kinks throughout the body from distal to proximal, additionally the wire returned detached from the body at 39 cm from distal to proximal. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19sep2025. It was reported that there was no image. A comet ii pressure guidewire was selected for use. It was reported that there was no image. However, device analysis revealed that a pinhole was noted on the outer at 5.2cm from the tip.